Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was used via left radial access to successfully treat lesions in the superficial femoral, popliteal, and tibioperoneal trunk arteries. The oad was advanced to the anterior tibial artery and treatment was started. The oad stopped spinning and was removed, and the procedure was completed with balloon angioplasty. During recovery, the patient complained of foot pain upon waking up from sedation. Ultrasound was performed and flow was confirmed to be present. It was determined that extravasation had occurred and the patient was transferred to a hospital where a fasciotomy was performed. The patient was in stable condition following this procedure.